Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient fell, was taken to the emergency room and diagnosed with a subdural hematoma. The patient had surgery on the hematoma, was minimally responsive post operative and developed pneumonia. It was further reported that there was no neurologic recovery, the patient required a feeding tube and that the patient's mentation compromised breathing and swallowing.the patient subsequently died approximately three weeks later. The cause of death is unknown.